Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No episodes were recorded on save to disk.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r wave oversensing and noise which triggered pacemaker-mediated tachycardia intervention. The lead and ipg remain in use. No further patient complications have been reported as a result of this event.